Event description:
It was reported that a vns patient's generator was unintentionally programmed to unintended settings. The patient reported the magnet not working. Upon review of the patient's settings by the treating nurse, it was found that the patient's device was programmed off. The patient was reprogrammed to normal settings and re-interrogation of the patient's device indicated everything was ok. Moreover, a review of the patient's programming history indicated that a system faulted diagnostics was the most likely cause of the unintended settings. The treating neurologist did not perform a final interrogation after system diagnostics were performed.

Manufacturer narrative:
Analysis of programming history.